Manufacturer narrative:
(B)(4). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation) functional test, but failed the rite electrical ground bond test. The pal evaluated the device. There were no problems found during an internal inspection. The main ground bus resistance was measured between the door post and the power entry module and found to be unstable. The setscrew on the door post was tightened and the ground bus resistance was within ground bond specification. No device failure or malfunction was identified that could have caused or contributed to the reported issue. The assignable cause for rite test failure - ground bond was determined to be a loose setscrew on the door post. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.